Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Olympus confirmed foreign material was in the nozzle of the device, but the type of the material or root cause cannot be identified, since the user conducted reprocessing in accordance with IFU or not was unknown from the provided information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.